Event description:
The valve was presented to the sterile field. The appropriate extraction device provided in the valve sizer set was placed into the carrying case/housing bracket of the valve. The housing piece did not latch onto the extraction device and after multiple attempts to extract the valve, it become lodged in the sterile packaging. The valve was finally pried from the sterile package, but the integrity of the valve could not be confirmed after extraction secondary to the amount of force used to free it from its packaging. An alternate product/valve was then chosen to be placed into the patient by the surgeon.